Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with two infusion sets. The event occurred on 29-jul-2024 and 12-aug-2024. The tubing was detached from the connector. Infusion sets were used for 2.5 days for ist event and 1 day for 2nd event. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).